Event description:
It was reported that while the surgeon was implanting a ti vectra one level plate, one of the clips broke and the plate and screws were replaced. The surgeon replaced the original screws with oversized/rescue screws. The broken product was removed easily without additional medical intervention. The procedure was completely successful. There was a twenty minute delay in the procedure due to the broken product. The patient status/outcome was reported as good directly post-op. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). Device was used for treatment, not diagnosis. Placeholder.